Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on the farfield, atrial, and ventricular channel for this lead. Patient appears to have received 11 atp therapies and 1 shock for the noise. Rv sensing has also decreased. Lead remains implanted but will be evaluated further. Should additional information become available, this file will be updated.